Event description:
It was reported the patient "received a shock and the [energy] delivered was 0 joules" and the impedance was less than 20 ohms. The "device system" was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.